Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the second slide of the biopsy device was allegedly difficult to prime. It was further reported that the biopsy device allegedly self activated immediately after the second slide was primed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one magnum driver was returned to the servicing center for service and repair. Functional evaluation was performed. The investigation was confirmed for failure to prime, as testing confirmed a priming issue. Upon disassembly, damaged was noted to the latch plate and the sequencer weldment assembly tab preventing the device from priming. However, the investigation was inconclusive for self activation as further functional testing could not be performed due to the identified priming issue. It is possible that the confirmed priming issue contributed to the alleged self activation issue. However, a definitive root cause could not be determined based upon available information. It was unknown if routine equipment maintenance issues contributed to the identified damage and reported issue. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that the second slide of the biopsy device was allegedly difficult to prime. It was further reported that the biopsy device allegedly self activated immediately after the second slide was primed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that the second slide of the biopsy device was allegedly difficult to prime. It was further reported that the biopsy device allegedly self activated immediately after the second slide was primed. There was no reported patient injury.